Event description:
Surgeon from canada reported that a pt developed "marked inflammation at the interface" after refractive surgery. He stated that there was "corneal melt in the stromal bed noticed in the following days resulting with strong overcorrection and marked irregular astigmatism." "Non specific inflammatory response at the interface." Pt condition was indicated as stable. Visual acuity od: pre-op - 6/6 post-op - 6/60